Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of firm and painful nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event as follows: contra-indications ¿ "do not inject juvéderm voluma with lidocaine in the periorbital area (eyelid, under-eye area, crow¿s feet) in the glabellar region or in the lips." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected to the nasolabial folds with stylage xl. Four months later patient was injected to the cheekbones and valley of tears (according to the ¿point of di maio¿) with juvéderm voluma with lidocaine. Twenty-five days later patient developed ¿deep nodules¿ at the injection site of the cheekbones. Upon palpation the cheek nodules are large, hard, sensitive, and non-inflammatory forming an arch under the skin. Additionally, the nodules are firm and painful and the size of a hazelnut. Patient was prescribed cortancyl and diprosone cream. The patient took general corticosteroids for 2 months and the nodules completely disappeared.